Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while connected at the infusion set site, the customer had filled tubing instead of filling the cannula. This had occurred one hour prior to calling tandem technical support. The contact stated that the customer had been consuming carbohydrates. At the time of the call, the customer's blood glucose (bg) level had not lowered and was within normal range.